Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
The provider states the plunger pins are jammed and the back will not lock into place.